Event description:
Initial info was reported by a physician to a sanofi aventis sales representative on (B)(6)-2009: a male pt received his third or more series of hyaluronate sodium (hyalgan) and developed stevens johnsons syndrome. He had an allergist look at the case and the only thing the physician can link it to are the injections of hyaluronate sodium. No further relevant info reported. Corrective treatment: unk.